Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22476, 1627487-2020-22475. It was reported that the patient had an infection at their ipg site. The patient underwent a surgical procedure in which their ipg and lead extensions were explanted.